Event description:
Complaint alleged that the head would not raise on the bed.

Manufacturer narrative:
Technician found that the motor would not engage and could not repair the bed on site. Swapped bed to repair. Repair: head would not raise due to struck CPR lever. Adjusted lever control to resolve this issue.